Manufacturer narrative:
An investigation was completed to determine the cause of the instrument return. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed. The instrument had a broken grip at the grip base of the grip tip, with a broken piece of approximately 0.857" x 0.266" found, which was not returned. Failure analysis also found additional observation not reported by the site: there are signs of the corrosion/contamination on the instrument bearings at axis 5, input disk bearings, and the proximal end of the main tube. The instrument was also found to have corrosion on axis 6 and axis7 of the clamping pulleys in the backend.

Event description:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument without any alleged malfunction. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details could be provided.